Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm from the proximal end of the distal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced to the target lesion but was not able to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.